Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen. The angio-seal device instructions for use (IFU) instruct the user once a full rear has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
It was reported that the angio-seal was selected for use. The st jude medical sales representative was present for training. A pre-deployment angiogram was performed. There were no major calcifications at the puncture site and the vessel was larger than 4 mm. The physician punctured the common femoral artery; however, it was difficult to insert the tip of the sheath. The artery was located and the angio-seal was deployed. The physician advanced the collagen with the compaction tube and the compaction marker was visible. After 10 seconds, the physician released the compaction tube and the groin began bleeding. An ultrasound was performed that showed collagen in the artery. Pulses on the patient's foot were diminished. The patient went to surgery that same day where the entire angio-seal; anchor, suture and collagen were removed from the artery. After the surgery, the patient was reported to be okay.